Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation. The patient recently had an MRI (magnetic resonance imaging). The logs indicated that the motor stall recovery occurred. The patient had an MRI sometime back in (B)(6) 2018, and on the logs they are seeing the motor stall message. The rep was not sureif the patient had gone to have their pump checked post MRI, however when the patient went in for their refill on (B)(6) 2018, that was when they read the logs and saw that the motor was stalled and didn't recover until (B)(6) 2018. It was unknown if it had been less than 2 hours since the patient exited the MRI field. Telemetry state was reviewed. It was asked if the patient heard an audible alarm during the time the log says the motor was stalled and the rep stated they do not know for sure but she thinks she remembers the hcp talking about the patient not hearing an alarm. It was also asked if the patient had any symptoms during that time or withdrawals and the rep stated she is not sure but will check. During the refill appointment on (B)(6) 2018, they did not fill the pump because they did not feel comfortable knowing the pump had been stalled for that length of time. The rep believes the patient was put on oral meds during that visit and is not sure what they did with the pump at that time. The rep was redirected to follow up with the hcp to review considerations. There were no symptoms reported. There were no further complications reported/anticipated.